Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Questions were sent to the author of the article. No response was received. The study concluded that sn-evar continues to demonstrate a high rate of technical success and results in only mild rates of acute and midterm renal function decline.

Event description:
Received an article titled: renal function changes after snorkel / chimney repair of juxtarenal aneurysms published in the journal of vascular surgery. The purpose of this article was to comprehensively evaluate the impact of sn-evar on renal function at midterm follow-up. Forty three consecutive patients underwent sn-evar for juxtarenal aortic aneurysms were evaluated for renal function per the article, procedural complications included adverse events associated with the procedure and follow up.